Manufacturer narrative:
(B)(4).

Event description:
On 2016-03-23 additional information was obtained indicating, "approximately 2 weeks after the procedure, the patient was seen for evaluation of high fever, nausea, vomiting, and diarrhea. She had signs consistent with sepsis including increased serum lactic acid levels. She was admitted and placed on antibiotics and vasopressors as she progressed into septic shock. A CT-scan of the abdomen, pelvis, and chest showed no abnormalities; there were no abscesses, abnormal collections, focal signs of infection, or evidence of bowel perforation. All cultures were negative. The patient did not respond to anti-microbial treatment or cardiovascular support measures and subsequently expired. According to the dr., the post-mortem confirmed death due to sepsis following endometrial ablation and laparoscopy. This case is very atypical considering the delayed presentation of sepsis nearly 2 weeks post-procedure, the absence of pelvic symptoms such as pain or purulent discharge, no abnormal CT-scan findings, and negative cultures. The majority of infectious complications from endometrial ablation arise soon after the procedure is performed although a case report was published about a tubo-ovarian abscess presenting 50 days after thermal balloon. Infection after endometrial ablation, including those performed with novasure, is reportedly less than 1% and most are mild cases of endometritis. A case report was published of severe sepsis occurring 36 hours after a novasure endometrial ablation and was notable for gas and fluid in the endometrial cavity seen on CT-scan and positive blood cultures for escherichia coli. The pathology on the hysterectomy specimen showed acute myometritis and salpingitis. The autopsy report was not made available to hologic precluding the assessment of pathologic findings on endometrial tissue that would definitively identify the source of infection as uterine.

Manufacturer narrative:
This information is in reqponse to the FDA request letter received on 05/12/2016: device history record (DHR) review was unable to be conducted for the novasure disposable device as the identification numbers were not provided by the complainant. The novasure disposable device involved in this event was not returned by the user facility. The device was disposed of at the facility. The autopsy report was not provided due to privacy laws. The novasure disposable device involved in this event was not returned by the user facility. Hologic representatives train the end users to our information of use (IFU) that speaks about the warning of sepsis and infection. (B)(4).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported on 2016-03-09, a patient underwent a novasure endometrial ablation (exact date unknown). Post procedure on (B)(6) 2015, the patient expired. No perforation was detected during the procedure. We have been unable to obtain additional information surrounding this event.